Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified the item and lot numbers. Inspection confirmed the product had disassembled. The tip of the plunger had fractured off and was not returned. Dimensional analysis was performed on the fractured device and found the total length to be non-conforming to the print due to the fracturing. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause of the previous investigation does not change. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago while the surgeon was placing guide into the glenoid sizer and pulling the guide out, the quick connect handle tip broke off. The spring mechanism that allows it to fit in also disassembled. Attempts have been made and no further information has been provided.